Event description:
It was reported that a closed reduction under general anesthesia was performed due to posterior subluxation of tibial component in patient.

Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, x-ray images, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported subluxation cannot be confirmed but is likely due to the joint instability which led to the revision (B)(6). However, it was documented ¿the mechanism of the injury can only felt to be due to marked hyperflexion of the knee with distracting force resulting in the post becoming horizontal and jumping beneath the transverse bar of the box.¿ a review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.